Manufacturer narrative:
The reported event of failure to sense was confirmed and linked an over-sized diameter in a section of the connector boot.

Event description:
It was reported that the patient presented in clinic for an initial implant procedure. During the procedure, it was noted that the right ventricular (rv) lead failed to sense. The rv lead was replaced. The patient was stable throughout the procedure.